Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.

Event description:
The patient reported that the ok keypad button has been sticking for the (B)(6). He noted that the button does not click or spring back, and stated that it feels like there is gum underneath the button. The patient reported that the keypad is worn but intact; denied exposing the pump to water and cleaning products; and stated that he wears the pump on his belt in a case.